Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date in the same month as the onset, the patient was treated with ancef (2 gram for five days, intraperitoneally, frequency not reported) for peritonitis. On an unreported date in the same month as the onset, the treatment with ancef was discontinued. At the time of this report, the patient was recovered from the peritonitis event. The pd therapy was ongoing. On an unreported date, the patient was retrained in aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was on an unreported date in (B)(6) 2013. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.